Manufacturer narrative:
Device details were not confirmed as of the date of this report. (B)(4).

Event description:
Per the audiologist, the patient experienced a loss of osseointegration resulting in fixture loss. A new implant was placed on (B)(6) 2019.